Manufacturer narrative:
It was reported the patient experienced shocking sensations from the system. Diagnostics revealed the patients extensions displayed high impedance. X-ray imaging revealed that one of the extensions gad dislodged from the ipg. As a result, surgical intervention was undertaken wherein the patients extensions were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02216, related manufacturer reference number: 1627487-2021-02217. It was reported the patient experienced shocking sensations from the system. Diagnostics revealed the patients extensions displayed high impedance. X-ray imaging revealed that one of the extensions gad dislodged from the ipg. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the patients extensions were explanted and replaced. Surgical intervention addressed the issue.